Event description:
It was reported that during a procedure, the shoulder blew up (extravasation) during the case.

Manufacturer narrative:
Due to the anonymous survey we are unable to identify the specific device involved in the reported event. Therefore, the reported failure mode could not be confirmed. The reported event was reported based on an anonymous survey for user feedback from a group of company representative personnel as a result of a limited launch of the device. However, according to the analysis performed by stryker (B)(4), the reported failure could have likely been caused by: user error, inflow tubeset connected to saline bag prior to insertion into pump and/or software error. In sum, the product was returned but could not be identified for investigation and therefore, we could not confirm the reported failure mode. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the shoulder blew up (extravasation) during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.